Event description:
The customer reported to olympus the evis exera iii colonovideoscope, the device does not insufflate. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the nozzle has foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: light guide had a foreign material; air/water cylinder has no color; suction cylinder has no color; control unit has discoloration; grip is shaved; scope cover is shaved; right/left knob has discoloration; upwards/downwards knob has discoloration; switch box has a dent; flexibility adjustment ring has a scratch; forceps channel port has a dent; due to shortcut of switch cable, control unit gets warm; plug unit has corrosion due to water leakage; scope connector cover unit has corrosion due to water leakage; cable unit has corrosion due to water leakage; circuit board unit in scope connector has corrosion due to water leakage; outside shield unit has corrosion due to water leakage; light guide cover glass has corrosion due to water leakage; scope connector case unit has corrosion due to water leakage; label on scope connector is damaged; due to damage on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; due to damage on coupled charging device (ccd) unit, the image has white dots; due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, no water is fed; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; nozzle has foreign objects; light guide lens has a crack; light guide lens has foreign objects; bending tube is deformed; connecting tube has a scratch; and universal cord has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the nozzle and lg lens, but it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.